Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue happened again. The caller acknowledged and understood this guidance.